Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's red x flashes and the device beeps. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device and confirmed that the operational checks passed. Based on the information available and the testing conducted the reported problem was not confirmed. No failure was identified and no parts were replaced. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications; no failure was identified and no parts were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.